Event description:
It was reported that externalized conductors were observed through x-ray during ICD replacement procedure. All the electrical parameters were stable and lead was successfully connected to the new ICD. The patient condition was good at the end of the proce...

Event description:
It was reported that externalized conductors were observed through x-ray during ICD replacement procedure. All the electrical parameters were stable and lead was successfully connected to the new ICD. The patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.